Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated that the device was used in a craniotomy for tumor resections and posterior spinal cases that require head stabilization. A 30-minute delay was noted and had the same exact problem. The problem has always been there. The surgeons have just refused to use the system. Unfortunately, the surgeon had no choice the one night and had to use the composite headrest. The mayfield skull clamp did not handle the same and had movement that were not comfortable using them for cases. There was no patient injury noted. The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The device history record reviewed for with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers:3004608878-2019-00118, 3004608878-2019-00115, 3004608878-2019-00116, and 3004608878-2019-00117.

Event description:
This is 4 of 5 reports. An account manager reported on behalf of the customer that multiple doctors felt that the a3059 mayfield composite series skull clamp did not handle or work the same; it has movement. The doctors were not comfortable using them for their neuro cases. There were no patient injuries reported. Additional information has been requested.